Manufacturer narrative:
Continuation of d10: c315his02 cath implanted n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation, vascular dissection and perforation occurred after coronary sinus (cs) cannulation, resulting in pericardial effusion and cardiac tamponade. The incident was most likely related to the insertion of a competitor electrode catheter through the guiding catheter, with possible inadvertent engagement of the marshall vein instead of the intended vessel. The patient experienced a drop in blood pressure and chest pain, requiring pericardiocentesis and drainage; the patient¿s condition improved with monitoring. Because only branches of the middle cardiac vein were identified on cs imaging, the procedure was completed with left bundle branch area pacing (lbbap). The catheter was removed. No further patient complications have been reported as a result of this event.